Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A lot number, was provided for investigation, however, this number could not be verified, therefore, no review of manufacturing device history records could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No actions have been taken at this time.

Manufacturer narrative:
UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube would not keep the cuff inflated. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was returned for investigation. Functional testing confirmed that the cuff was unable to inflate. The supplier has checked the returned sample and reviewed the device history record and tested retained samples. A cut was found on cuff and caused air leakage. A possible cause of this event is the end-user. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.